Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer loaded cold insulin into the cartridge. Customer continued to use the existing cartridge on the pump for insulin therapy. Customer¿s blood glucose level was 137 mg/dl.